Manufacturer narrative:
Other text: additional information is provided for h.2, h.3 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received in usable condition, decontaminated, in a plastic bag; no damage or defects were detected. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be manufacturing. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable exhibited leakage. Liquid leaks from the joint between the extension tube's filter and the tube bottom side. When the disposable was tested for reproducibility, the chemical solution gradually leaked out each time the pump operated. No adverse patient effects were reported by the customer.